Event description:
At about 2 months after the primary, during postoperative follow-up, the patient presented with pain, and loosening of the acetabular cup was detected.

Manufacturer narrative:
Batch review performed on 19 january 2026. Cup: mpact 01.32.144mht acetabular shell d 44 multi-hole t (k230011) lot 2418538: (B)(4) items manufactured and released on 16-dec-2024. Expiration date: 28-nov-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation. A few weeks after primary cementless tha, the female patient suffers acetabular mobilization and needs replacing the cup. The patient is small and her pelvis rather shalow, which may have made difficult achieving a good press-fit of the cup, that seems to be not touching the bone at the superior edge. In these conditions, during rehabilitation, an excessive stress may have triggered early mobilization, in spite of the screw that was implanted to support stability. No reason to suspect that a defective device originated this adverse event. Root cause:aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. In this case, the patient¿s small build and the shallow depth of the pelvis may have made it difficult to achieve a good press-fit of the cup; there appears to be not touching the bone at the superior edge, which, combined with excessive stress during rehabilitation, may have led to early mobilization despite the use of a stabilizing screw. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.